Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the sales rep via phone that during a rotator cuff/labral repair procedure the laser lines on the customer's healix 4.5 cortical awl/tap are faded and the tip of the customer's gryphon 2.4mm drill bit is dull. The procedure was completed with other like devices with no harm to the patient or delays to the case. The sales rep could not provide lot numbers for the devices but stated that the devices are over two years old and have seen heavy use in the field. The device will be returning for evaluation.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). Depuy synthes has been informed that the lot number is not available.